Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: creases fold, opening curved on anterior and diaphragm valve leak test and microscopic analysis was performed which identified: striated opening on anterior, wear abrasion, sharp opening on anterior and observed void on valve side out specification per qa199.6 (texture side). The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. A sharp opening on anterior (plug strap disk shell) due to an unidentified (tear) opening. Void on valve texture side assessed as a workmanship. Further investigation analysis: the review of the documentation associated to the manufacturing process indicates that all devices with related work order were released in accordance with procedure, and no anomalies were found in the documents related to the reported event. According to the device analysis performed in the laboratory, it was found void on valve which is not related to the reported complaint.

Event description:
Healthcare professional additionally reported left side "significantly contracted", baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.